Event description:
Pt began receiving demand cardiac pacing provided from an external stimulator connected to a pacing catheter via the midas system piib stimulus routing facility. The train of pacing pulses delivered to the pt was reportedly suddenly and spontaneously interrupted and the pt became asystolic. An external temporary pacemaker was connected to the catheter and demand pacing was returned. The pt recovered fully.